Event description:
It was reported that after the patient underwent a persistent atrial fibrillation (afib) ablation with a varipulsetm catheter, the patient experienced a cerebral infarction with lower limb paralysis that required neurosurgery consultation and rehabilitation. The procedure was on (B)(6) 2025. After the procedure, it was confirmed that the patient had left cerebral infarction with positive magnetic resonance imaging (MRI). Right lower limb paralysis was noted as a subjective symptom. Symptoms were present from the night of the day of the procedure and the next day right lower limb paralysis was still noted. The event was not resolved. Physician consulted with a neurosurgeon, but no intervention was performed. The patient was admitted and scheduled to undergo rehabilitation (which is why the patient required extended hospitalization). Patient improved. There were no abnormalities observed prior to or during use of the product. Additional information was received on 21-apr-2025. The outcome of the event was improved but rehabilitation will be continued. The physician recognized that intraoperative act was maintained for more than 350sec. Patient had no previous history of stroke. There was no observation of excessive microbubbles or excessive impedance errors. Patient was in sinus rhythm during the ablation. The patient had no anatomical abnormalities. No ablations were performed outside of the pulmonary vein isolation (pvi). Additional information was received on 25-apr-2025. The physician¿s opinion on the cause of this adverse event is unknown because no thrombus was attached to the catheter or sheath. The kind of neurological impairment event occurred was cerebrovascular accident (cva)/stroke. The patient received rehabilitation after the event, and the outcome of the event is improved, but the symptoms (right lower limb paralysis) remained as of (B)(6) 2025. The patient is scheduled to be admitted for rehabilitation. Number of pfa ablations performed were 20, and the ablations were performed within the pulmonary veins. No ablations were performed outside the pulmonary veins. This was a new procedure. There was a previous CT performed. No pre-ablation thrombus check performed. One catheter was used. Additional information was received on 30-apr-2025. By the week of (B)(6) 2025, the patient's symptoms had mostly resolved, and the patient has been discharged from the hospital. Additional information was received on 01-may-2025. One catheter and one sheath were used for each and one transseptal puncture site was performed during the procedure. No evidence of char or evidence of thrombus/clot reported during the procedure. Pre-ablation thrombus check was not performed.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31530652l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 15-sep-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31530652l and no internal actions related to the complaint was found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).